Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney issues. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged kidney issues. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A dust/dirt-like contamination with tiny hair-like particles on the front panel, rear of the top enclosure, rear panel and underneath the flip doors. Dried liquid spots were observed in the iso port of the rear panel. An unknown dust-like contamination was observed on the interior side of the top enclosure, bottom enclosure, and rear panel. Dust/dirt-like contamination with hair-like particles were observed in the base of the bottom enclosure, on the blower box seal on the blower cap, and on the blower motor. Evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor, and in the base of the blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they can confirm the presence of contamination in the airpath.